Event description:
It was reported that during implant attempt, the lead was first fixated in the rv apex, with good impedance and r-wave measurements, but with high thresholds. The physician changed the lead position, screwing the lead in the rvot, this time with good impedances but low r wave measurements and high thresholds. He decided to change again the position to the apex, but this time, after screwing the lead, the impedances were >2500 ohms so the lead was not implanted. Another lead was implanted without issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the distal segment (53 cm) was returned for analysis.